Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery lung segmental resection, from the first firing the vibration was larger than usual when the device was fired and released. The reload was also quivery. When the 4th reload was exchanged(removed), it was hard to be removed from the handle. After the procedure, the surgeon used another adapter and found that there was still noise sounded but the vibration became normal. On the other hand, when they connected the adapter used in the procedure with another handle and fired, the same event occurred again (vibration) when firing and releasing the device. There was no patient injury.